Manufacturer narrative:
The reported event of stylet was unable to be advanced in the right ventricular (rv) lead was not confirmed. As received, a complete lead was returned in one piece with the stylet inserted inside the lead. X-ray examination of the lead showed that the stylet was fully inserted inside the lead as received and was easily removed with no restrictions noted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During implant, the stylet was unable to be advanced in the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.